Event description:
It was reported that flushing was applied before removal from hoop. Resistance was felt when it was inserted into the catheter. The procedure was completed with another device of the same type and that there was no patient complications. The physician did not supply boston scientific with any additional information regarding this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that this device met all material, assembly and performance specifications. A review for similar complaints within the batch number showed there were no other complaints associated with this batch. The device in question was received fractured in two. The wire was fractured at 95.5cm from proximal, by hypotube distal side. Both fractured sites are bent. The instructions for use (IFU) at precautions advise: "exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking." The kink/fractured wire was not mentioned in the event description. The wire fracture was caused by excessive bending force, probably, during the return of the wire. The catheter used in the procedure was not returned; therefore, boston scientific cannot determine the cause of the friction and cannot conclusively determine the cause of the user's experience.